Manufacturer narrative:
The reporter called back on (B)(6) 2014 to confirm that previously the time/date was correctly retained after battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging that the time and date had reset after battery change. Reporter was uncertain if the time and date was reset to default. The pump was not available for review and reporter was advised to call back when the pump is available to complete trouble shooting. Animas customer support was unsuccessful in several attempts to contact the reporter to follow up on the matter. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found date/time reset after power off on 03/13/2014. On investigation, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump failed a time keeping accuracy test and evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. As a result the investigation was unable to fully investigate the reported time/date issue. Pump casing was opened to further investigate and no moisture corrosion or intermittent contacts were found with the power circuit.